Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon could not de-articulate the device. Had to pull out of patient with trocar, jammed. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Damaged release button. Additional information was requested and the following was obtained: was the procedure changed to remove the trocar with the device? No. Did the device cut? Yes. Did the device staple? Yes. On what tissue type was the device used? At what location on the tissue? Ileocecal tissue at junction. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? Na. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Battery sounded ¿weak¿. Were any of the forces higher or lower than expected (closing, firing, or opening)? Na. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No not from tissue. The analysis found that one device was received for analysis with one ecr45w cartridge reload loaded in the device; it was noted fully fired. Furthermore, the device was found to have the clamping mechanism damaged. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out, it appears that the device was forced open with the knife not in the home position. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The articulation feature performed properly. The diameter of the shaft was evaluated with a test gage and it was noted to be conforming. The batch record was reviewed and no anomalies were noted during the manufacturing process.